Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint could not be confirmed or duplicated. The device was working as expected, no problem was found. A three-hour long-term test was conducted, and the device passed all testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was alarming add water. There was unknown patient involvement.